Event description:
It was reported that the last month the device was being "temperamental" and turning off and on. The patient had troubles turning the device back on when it was off. The patient would repeatedly have to use the patient programmer to attempt to turn the device on. The patient programmer or charger was not able to communicate with the device and the patient was unable to charge the device. There were no falls, flipping, or weight gain reported. The device had a power-on-reset (por) condition. It was noted that it was an informational por and the device was in overdischarge. The patient had loss of stimulation for one week. A one hour physician mode recharge was performed and the device began to charge normally. The por was cleared. All impedances were within normal limits. Stimulation was turned on and the patient had great coverage to all of his painful areas. The patient was told to charge the battery fully in order to condition the battery, as there wasn't enough time at the appointment to charge fully and a "battery is discharged" message kept appearing.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008. Product type: recharger: product ID 37743, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 3550-29, lot# n165156, implanted: (B)(6) 2008. Product type: accessory. (B)(4).